Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: indication of use of product - why was the product used during the initial procedure? Unknown. Date and exact name of initial procedure (partial or total thyroidectomy)? (B)(6) 2018; total thyroidectomy. Where exactly was the powder used? Powder used on tissue after thyroid was removed. Was excess powder irrigated/removed after receiving hemostasis, during the procedure? No irrigation was used. Onset of seroma. Patient information not available. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history). Patient information not available. What is the patient¿s current status? Patient information not available. Lot number of device used during the procedure? Unknown.

Event description:
It was reported that the patient underwent a thyroidectomy procedure on (B)(6) 2018 and absorbable hemostat device was used. After the procedure, the patient experienced a 45 cc seroma. It was unknown how long after the procedure the seroma was found. The seroma was aspirated and the patient has since been discharged.